Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. Additionally, it was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable. A new charging cable was sent to the customer. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.